Manufacturer narrative:
H11: b5: it was reported there was a battery issue.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that a ventilator had an alarm led failure. It is unknown if the device was on a patient at the time of the event. There was no patient or user harm reported. Onsite support was dispatched. The battery was replaced. Functional and operational tests were completed per the service manual. All tests passed. The ventilator was released for use.